Manufacturer narrative:
Age, weight of patient unavailable lot number of device unavailable.

Event description:
Three (3) lead removal procedure due to infection. A 14f glidelight was used to successfully remove ra lead, and remained in use to attempt to free rv lead but became stuck in the atrium near the cs ostium. Physician decided to upsize to 16f glidelight which experienced same obstruction. A 12f glidelight was used to attempt to free rv lead, but was unsuccessful; device withdrawn. At that point a small effusion was noted on tee (trans-esophageal echo). The effusion appeared to lessen and case continued with use of 13f tightrail which was successful at removing rv lead. Removal of lv lead attempted with heavy traction without success. At this point, effusion worsened and rescue efforts commenced. Tear discovered at proximal wall of svc. Patient survived procedure.